Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was unable to retrieve. The device has not been removed after an attempted but unsuccessful percutaneous, open abdominal and chest removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was unable to retrieve. The device has not been removed after an attempted but unsuccessful percutaneous, open abdominal and chest removal procedure . The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two months of post deployment, through internal jugular vein access, retrieval attempts were made. Numerous unsuccessful attempts were made at finding a passage from the brachiocephalic vein into the superior vena cava as there was a complete occlusion of superior vena cava at the confluence of the brachiocephalic veins. The occlusion could not be crossed from either the top or the bottom. The inferior vena cava filter could not be removed. Therefore, the investigation is confirmed for retrieval difficulties. Per medical records, multiple attempts were made to made at finding a passage from the brachiocephalic vein into the superior vena cava as there was a complete occlusion of superior vena cava at the confluence of the brachiocephalic veins. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 05/2018),g3,g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.